Event description:
It was reported to philips that application did not start completely. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to start-up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the problem was that the suite pc did not start up correctly. It stayed at the start up screen with blue loading bar at 100%. To resolve the reported issue the fse reloaded the software of the suite pc. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.